Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-41 -dead battery. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy, having a headache and pain in the back of her neck. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. Test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. The customer is calling because the meter is not turning on when she inserts the test strip into the meter. I verified that a new battery was used and was it properly installed. The meter did not turn on after having the customer insert a test strip into the meter and when the customer pressed the dot button.